Event description:
Additional information received indicated externalized conductors were noted on the lead prior to revision; no electrical anomalies detected. During the extraction procedure, abrupt fall in bp was noticed. Patient suffered from hemopericardium and required additional surgery to repair the laceration.

Event description:
It was reported that the lead was explanted due to a suspected malfunction.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.